Manufacturer narrative:
Approximate age of device: 1 year 4 months 29 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced a no external power event on (B)(6) 2018. The emergency backup battery was fully operational when the event occurred. Log files confirmed pump stoppages and significant speed drops greater than 200 rpm's while the left ventricular assistance device (lvad) was connected to the power module. X-rays of patient¿s device and perc lead were unremarkable. The patient experienced another pump stop while on a grounded patient cable. The patient underwent a percutaneous distal end repair. There were no alarms following the repair. No other information has been provided at this time.

Manufacturer narrative:
The evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported pump stoppage events captured in the submitted log file. A distal end driveline replacement was performed on (B)(6) 2018 under work order (B)(4) and approximately 19¿ of the external portion/distal end of the driveline was returned for evaluation. An electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. The silicone jacket was cut lengthwise up until 2¿ from the metal connector, but otherwise appeared unremarkable. Additionally, the clear bionate appeared unremarkable. Shield breakdown was observed throughout the length of the driveline. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The implant kit was shipped with the heartmate ii lvas IFU (document 106020-wcd, rev. D). "Patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.